Event description:
Procedure performed: laparoscopic adrenalectomy. Event description: product snapped into two pieces, leaving one piece in the patient where they then had to widen the incision to remove from the patient. Additional information provided by hospital via email 15oct21: there was no injury to the patient. It happened at the beginning of the procedure. I still have the port. Additional information provided by hospital via email 18oct21: it happened near the start of the procedure, which was a posterior laparoscopic adrenalectomy. The patient is placed in a prone jack-knife position and 3 ports are inserted through the back. It was the medial port that snapped, this was placed via palpation and we have never had this problem before. As it was in the retroperitoneal space it was difficult to retrieve the snapped end as there isn't a large space to find it so was technically challenging. Intervention: component removed. Patient status: no injury to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The wall thickness of the cannula near the fracture location was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the cannula wall thickness that was found to be out of specification, which could potentially cause the cannula to be more susceptible to fracture.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic adrenalectomy event description: product snapped into two pieces, leaving one piece in the patient where they then had to widen the incision to remove from the patient. Additional information provided by hospital via email 15oct21: there was no injury to the patient. It happened at the beginning of the procedure. I still have the port. Additional information provided by hospital via email 18oct21: it happened near the start of the procedure, which was a posterior laparoscopic adrenalectomy. The patient is placed in a prone jack-knife position and 3 ports are inserted through the back. It was the medial port that snapped, this was placed via palpation and we have never had this problem before. As it was in the retroperitoneal space it was difficult to retrieve the snapped end as there isn't a large space to find it so was technically challenging. Intervention: component removed. Patient status: no injury to the patient.